Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. As the operator lifted the handle prior to deployment, a snap was felt and the physician reports that the foot would no longer respond. The clinical rep was paged, and was able to instruct the physician to break the handle so that the guide wire could be moved with a hemostat. This was successfully done, and the foot returned to the parked position. The physician removed the broken device, and exchanged it for a second device. Closure was successful with the second device. The pt recovered without incident.